Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and replicate the customer complaint. Visual inspection of the drape was performed and found to have no physical damage on the sterile adapters or the drape. The drape was installed on an in-house system and passed the engagement test. The spin test was performed and passed. The inner labyrinth was able to freely rotate with respect to the outer labyrinth on the system. The drape labyrinths remain attached to the system when the instrument drives are manually rotated. The drape passed the sterile task during in-house testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument arm drape had a continuous error sound occurring when installed on the universal surgical manipulator 3. The procedure was completed with no reported injury.